Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed exit volume was not set loud enough. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech inserviced the account on how to adjust the volume to resolve the issue. The based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is not alarming loud enough. The bed was located at the account on the 3rd floor. There was no pt/user injury reported. (B)(4).